Event description:
An interbody device was implanted at c3 - c4 disk. The pt called to report that she quickly turned her head and is now having pain. It appears that the peak prevail device is breaking apart anteriorly and causing some compression of the esophagus.